Event description:
1 reported descrepent flu result for 1 patient. The customer communicated a positive result for flu but did not specify if it was flu a or b unknown if the patient was symptomatic or not. The customer communicated the result was negative with another rapid antigen assay. The customer also reported 5 additional patient events which are captured in a seperate reports.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.